Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.